Manufacturer narrative:
Product evaluation found the lens returned dry in the lens container. Visual inspection found optic torn and haptic broken. Dimensional inspection found lens is within specifications. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Review of this file indicates that the lens was not implanted in accordance with the dfu requirements. This lens model is indicated for use in adults 21-45 years of age. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -7.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting which was observed on (B)(6) 2016. On patient's last visit on (B)(6) 2016, the patient's best corrected visual acuity was 20/20.